Manufacturer narrative:
(B)(4). The patient was about to be sent to the cath lab for a second intervention; however, the patients family refused to do catheter intervention again in (B)(6) hospital and transferred the patient to (B)(6) hospital, (B)(6), immediately. After sending to an-nan hospital, the patient went through another intervention procedure immediately. In this procedure, total occlusion was seen in the graftmaster due to thrombus. The lad was totally occluded from the proximal lad. The physician aspirated the thrombus with a thrombuster twice. Slow blood flow was noticed after removing the thrombus so a xience prime 2.5/18 was implanted at the distal edge of the graftmaster. An intra aortic blood pump was put in and the patient became stable. The patient is now under observation with dr. Chen-chia yangs care in an-nan hospital. No additional information was provided. The rx graftmaster 3.50 x 16 stent mentioned is being filed under a separate manufacturer report number. The reported patient effects of angina and occlusion are listed in the instructions for use and are known patient effects that may be associated with the use of a coronary implant in native coronary arteries. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; however, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product and the PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Event description:
It was reported that the procedure was to treat two separate lesions, one at the left anterior descending (lad) and diagonal 1 (d1) bifurcation and one at the middle lad with mild calcification. Optical coherence tomography was used during the procedure. Pre-dilatation was performed in the lad-d1 lesion using a non-compliant (nc), non-abbott balloon, 3.5/15 mm. An implant 3.5/18 mm was deployed. Post-dilatation was performed with the same nc 3.5/15 mm balloon catheter. The lesion was treated well and no patient effects occurred after implantation. Pre-dilatation was performed in the middle-lad lesion with a nc, non-abbott balloon, 3.0/15 mm at 12 atmospheres (atm). A 3.0x18 mm device was advanced and positioned in the lesion; however, the patient complained of discomfort and no flow was noticed before inflation; therefore, soon after that the physician inflated the implant with slow inflation at 16 atms. Post-dilatation was performed with the same nc, non-abbott balloon, 3.0/15 mm, at 20 atm. After post-dilatation, a coronary perforation was noticed at the middle-distal part of the 3.0x18mm implant and the patient's blood pressure dropped. Cardiopulmonary resuscitation (CPR) was performed and a graftmaster 3.5/16 was implanted to cover the perforation which caused a clinically significant delay in procedure. The patient was stabilized and sent to the intensive care unit (ICU) for observation. During observation in the ICU, EKG st-elevation was noticed.